Manufacturer narrative:
.

Event description:
Procedure: protectomy for a pre-operative diagnosis of rectal cancer. Additional information received in the legal documents: according to the translated operation record, the device "did not function at the rectal stub." The doctor "closed the proximal segment using a ta-45 device." When the doctor "was preparing to introduce the eea device in the rectum," it was "realized that the ta device at the rectal stub had not worked because there was no staple at that point. The rectal stub was therefore freely open in the pelvic cavity and this represented a problem for doing an anastomosis using the eea."